Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the system was explanted due to infection. The patients condition following the procedure was normal.